Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The investigation could not determine the root cause for the failure. Excessive manipulation of the device, method of preparation, handling and/or cleaning of the product may compromise cuff adherence to the tissue.

Event description:
Cuff completely exposed outside exit site-bleeding.